Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
As stated by the customer 2010-(B)(6): while transferring the resident from the bed to the shower chair a sling clip broke in half and the resident partially fell hitting her head on the floor. The resident received a hematoma and lacerations to the head. The resident was treated in the emergency room and hospitalized for observation. (B)(4).